Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed failed battery test. It was also mentioned that the customer locked the keypad and have tried to unlock it 10 times and so he removed the battery and now it says failed battery test. Blood glucose level was unknown at the time of the incident. The insulin pump will be returned for analysis.